Event description:
The company received a report where it was claimed that the suction separated from the tube after five hours of pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
(B)(4) is not distributed in the united states; however is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.